Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the patient presented to the hospital with a pump pocket infection from a recent pump replacement. The exact cause of the infection was unknown. The hcp referred the patient back to a different hospital. It was reported the issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient's status at the time of the report was noted as "alive-no injury." No further complications were reported/anticipated.